Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegations of cylinder break and mechanical issue were confirmed via product analysis. The ams700 ipp cylinders were visually inspected and functionally tested. The cylinder body of cylinder 1 was identified to be cut in half. There were large tears in the outer tube of both cylinders attributed to fatigue and wear in the cylinder body. Cylinder 2 also has bulges with broken fabric treads in the cylinder body and in proximal cylinder body. Cylinder 2 was not pressure test due to bulge with broken fabric treads was identified. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was not working properly, so the patient visited the hospital a month before surgery. The examination found a tear in the cylinder. The cylinder and pump were replaced at the doctor's discretion. The cause of the tearing of the cylinder has not been confirmed by the hospital. After procedure, the patient improved.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was not working properly, so the patient visited the hospital a month before surgery. The examination found a tear in the cylinder. The cylinder and pump were replaced at the doctor's discretion. The cause of the tearing of the cylinder has not been confirmed by the hospital. After procedure, the patient improved.